Event description:
The new axsym tdm/transplant disk (list # 3d53-04) that was released in october of 2006 did not contain the digoxin ii assay file. As a result, customers are not able to install or re-install the digoxin ii assay with the above axsym tdm/transplant disk. This issue made the statement "software disk, or higher" in the axsym digoxin ii package insert incorrect. A delay in the generation of pt results could occur as an outcome of this issue. A recall was issued and reported to the FDA on 05/30/2008.

Manufacturer narrative:
An investigation was conducted to review customers complaints regarding the new axsym tdm/transplant disk that was released in october of 2006 which did not contain the digoxin ii assay file. The root cause was a procedural error to the documentation. Digoxin ii labeling was inadequately assessed during the assessment of impact of the design change to the axsym tdm/transplant disk to other assays (ie digoxin ii). The customer communication letter instructed the customer to continue using axsym tdm/transplant disk to install the digoxin ii assay. The axsym digoxin ii package insert was revised in 2008 to only list assay disk that contain the axsym digoxin ii assay file. A new axsym digoxin ii specific assay disk is anticipated to be available to axsym digoxin ii customers by 10/01/2008. This is a final report.